Manufacturer narrative:
B5 updated with additional information. Upon review of the provided information, hemolysis was not confirmed because there was no concern for hemolysis. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary.

Event description:
Clinical narrative update: additional information received on (B)(6) 2026, the pump was successfully weaned, and the patient was reported to have survived at the time of explant. There was no hemolysis per nurse. Hemolysis was not confirmed because there was no concern for hemolysis. Case updated to not reportable. An impella 5.5 device was inserted via the left direct surgical approach in a 63-year-old male patient for elective placement, with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During support, suspected hemolysis was reported by the registered nurse. The patient remained on support. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as device position and hemodynamic instability.

Event description:
An impella 5.5 device was inserted via the left direct surgical approach in a 63-year-old male patient for elective placement, with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During support, suspected hemolysis was reported by the registered nurse. The patient remained on support. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as device position and hemodynamic instability.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additionally, information received provided the patient's outcome after support. The pump was successfully weaned, explanted and the patient was reported to have survived at the time of explant. D6a implant data and d6b explant date have been repopulated. Subsequent information was received noting the following: in response to the question regarding how hemolysis was confirmed, it was stated, ¿there was no hemolysis; the nurse called with general questions regarding hemolysis. Hemolysis was not confirmed because there was no concern for hemolysis.¿ an additional response indicated that the pump is not available for return. Note: type of reportable event and h6 coding remain unchanged at the time of this MDR writing.